Event description:
It was reported that a malfunction occurred on the pump multiple times over the span of several days. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the pump was replaced to resolve the issue, and the customer would reach out to their hcp to obtain a backup method of insulin therapy.